Event description:
A consumer reported that following a glaucoma filtration shunt implant with a trabeculectomy, he initially had good results from the procedure, but his intraocular pressures (iop) returned to high levels within a month of the procedure. While his iops were not as high as before the shunt placement (approx mmhg), they were considered high (35-40 mmhg). The consumer reported he was told by his surgeon that the shunt might be in the wrong position, but it was draining. The consumer was seen by a glaucoma specialist and was started on a carbonic anhydrase inhibitor to help control his iop. The consumer had a long history of ocular hypertension and has been on many medications and had several procedures in the past to help control his iop. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
No data regarding product identity was rec'd i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. (B)(4).